Manufacturer narrative:
Covidien reference number: (B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer and had the customer set the date and time accordingly on the unit, then shutdown the unit to verify if it would retain the date and time. However, the device continued to display the message. The covidien service engineer (se) inspected the device and verified the reported issue. The se will replace the coin cell battery.

Event description:
It was reported that the ht70 plus ventilator displayed a "date has reset, please change coin battery" message. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.